Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant and a suspected right breast implant deflation. Mammogram imaging has been conducted. As a result, the patient underwent removal and on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-04539 for the contralateral event.

Manufacturer narrative:
On april 21, 2022, mentor became aware that an error was made in the initial report. The patient underwent a breast augmentation revision surgery to implant the suspect medical device. Manufacturer¿s reference number: (B)(4) in the initial, the patient underwent a breast augmentation revision surgery.

Manufacturer narrative:
On april 26, 2022, mentor became aware that an error was submitted in the initial report. The report source should have been marked as consumer as the initial reporter was the patient. Manufacturer¿s reference number: (B)(4). In the initial, g2. Is report source consumer should have been checked as the initial reported was the patient.